Event description:
During the implant procedure, the right ventricular (rv) lead could not be implanted as the lead helix could not be rotated. The lead was exchanged due to the clinically significant increase in the duration of the surgical procedure. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix was fully extended and clogged with blood/tissue. X-ray examination of the lead revealed the inner coil at the connector region severely over-torqued, consistent with procedural damage. After cleaning, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and the over-torque inner coil, consistent with procedural damage.